Event description:
After having two cypher coronary stents, pt started having significant pain in both upper legs. Pt has never had pain of any sort in upper legs before. They totally immobilize them unless they take ibuprofen or aleve constantly. They have continually increased in intensity for eight weeks as of writing this. In response to pt's complaints, interventional cardiologist requested muscle enzyme tests and leg ultrasounds, both of which found no muscle or arterial problems. Cardiologist claims there is not enough sirolimus on the two stents to cause any problems and says he has never heard of any problems with the cypher stents. However, pt is absolutely sure that these two stents are to blame for their very incapacitating situation and will never allow drug-eluting stents to be placed in them again. In years past pt has had three other non-drug stents which caused no problems at all.